Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) reading was over 400 mg/dl but below 500 mg/dl with extreme drowsiness. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. The reporter alleged that there was an occlusion issue with the pump. Reportedly, the patient was priming while attached. It was not clear how much insulin was infused since the patient did not properly prime the tubing with new infusion sets. The reporter was instructed to change the cartridge and reported that the occlusion alarm persisted but the reporter was able to manually prime the cartridge once it was removed from the pump. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged occlusion issue of unknown causes.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged occlusion alarms were verified in the black box but not duplicate in the evaluation. Review of the black box data found several occlusion alarms due to high forces on the date of the complaint. Deliveries were resumed hours later in most cases. Review of total daily delivery showed that they reflected the user¿s programed basal settings. Using the returned caps the pump powered up and functioned properly. The rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy and the force sensor calibration reading were within specifications. Pump casing was opened and no evidence of moisture intrusion or damages to the printed circuit board was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.